Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained distorted. It was identified that the cause for the distorted screen was due to an internal short present transformer (t1) on the inverter board with lot code 1543 which reflects the transformer has p155 insulation thickness. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient and registered nurse (rn) contacted fresenius to request a replacement liberty select cycler. It was reported that the display was distorted and was flickering with lines on it for approximately one month. The cycler also alarmed with ¿not enough supply bags for total treatment¿ during step 3 of setup. The patient added a 5l solution bag to the setup and the alarm cleared. The patient was advised to continue use of the cycler. A replacement cycler was issued based on the report of the distorted display. Upon follow up it was confirmed that the patient was able to complete treatment on the day of the event with the cycler. No adverse events were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.